Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had motor error alarmed. The customer¿s blood glucose was 220 mg/dl at the time of incident. Customer reported that the drive support cap appears normal. Customer did not reported motor position encoder error alarm. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.